Manufacturer narrative:
Product analysis: analysis was able to confirm the customers comment that the programmer was unable to update successfully. The programmer starts up with a message indicating the software update has not been completed. Due to an older operating system the software would not update. The cursor from the stylus failed to react to the screen; the stylus was defective. Lower hinge left and right were worn (both replaced), upper and lower bullets were worn (both replaced). Cooling fan was noisy (replaced). Electrocardiogram (ECG) connector and handle update was required. Software was updated to latest version, stylus was replaced and calibrated. Touchscreen was calibrated. No further anomalies or problems observed or found on the programmer. Passed all final functional system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to update successfully. The device was returned for repair. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.